Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to confirm or replicate the complainant¿s experience. In the absence of the event unit, applied medical is unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the nature of the failure and the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: salpingectomy. Rep was not present for the case. When the surgeon advanced the actuator to deploy the bag, the bag partially slipped off of the prongs. One side of the prongs was exposed inside of the patient. It is unknown if there were multiple attempts to advance the actuator. There was no patient injury. The surgeon removed the cd003 and the ctr03 and used another applied medical trocar with a cd001 to successfully complete the case without further issues. The facility disposed of the device, there are no photos available. The rep informed the facility to keep any future complaint devices for evaluation. Product is not available for return. Additional information was received via email on 06apr2021 from [name] only one attempt was made to advance the actuator. Patient status: no patient injury. Type of intervention: the case was completed with a new cd001 and another applied medical trocar.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: salpingectomy. Rep was not present for the case. When the surgeon advanced the actuator to deploy the bag, the bag partially slipped off of the prongs. One side of the prongs was exposed inside of the patient. It is unknown if there were multiple attempts to advance the actuator. There was no patient injury. The surgeon removed the cd003 and the ctr03 and used another applied medical trocar with a cd001 to successfully complete the case without further issues. The facility disposed of the device, there are no photos available. The rep informed the facility to keep any future complaint devices for evaluation. Product is not available for return. Patient status: no patient injury type of intervention: the case was completed with a new cd001 and another applied medical trocar.